Event description:
Reporter indicated that a vns patient underwent generator revision surgery due to end of service. The generator was reported to have been unable to communicate. The explanted generator was received and an analysis was performed. End of service was verified as the generator was unable to communicate in the "as received" condition. After connecting the generator to a bench power source, it was found that the c6 capacitor displayed excessive leakage current. After replacing the capacitor with a known good capacitor, the device performed according to specifications. The excessive leakage current is not believed to have significantly affected device performance or battery longevity, although it could have contributed to a premature end of service condition.